Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator was not reading tidal volume and respiratory rate. The ventilator was replaced with another one. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer could not duplicate the reported tidal volume issue. The device was returned to clinical use after five passing pre-use checks and successful functional tests including running the device with a test lung. No parts were needed to repair the device. No further issues have been reported after the event. The conclusion in this matter is that the reported issue with not reading tidal volume/rate could not be confirmed. There was no indication of a technical failure in the ventilator.